Event description:
The complainant reported a 56-year-old female patient presenting for impella support. During insertion, it was noted that the patient had a tortuous vasculature that created a tight angle for the pump to navigate. Multiple attempts were made to place the pump, however the patient¿s anatomy caused the delivery attempts to fail. As a result of the repeated attempts, the access site became swollen and the decision was made to place a different pump. Upon the subsequent completion of support, the access site remained swollen and a surgical repair of the site/vessel was completed. The patient was administered two units of blood and deemed to be stable following support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.